Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an inaccurate delivery. The pump was returned to the purchasing department with an unsigned note that stated, "didn't deliver the right amount." The customer contact reported at an unspecified time, the nurse programmed the pump to infuse an unspecified, "bag of fluids." After 10 to 15 minutes the nurse noted that the pump had not infused the correct amount of fluid. No specific patient information or programming parameters were provided. There were no adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.